Event description:
The customer reported a leak of approximately 30 ml of diluent from the coulter® ac*t diff 2 analyzer. The customer also obtained complete blood count (cbc)/differential voteouts (non-numeric results) on patient sample results during the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. The fse confirmed a leak due to the white blood cell (wbc) and red blood cell (rbc) bath not properly draining. The fse proceeded to replace the waste pump to resolve the leak and the complete blood count/differential voteouts. The fse also found that the hemoglobin (hgb) lamp gain was high and was unable to adjust the voltage. This event was not related to the leak reported by the customer. The fse replaced the hgb lamp to resolve the hgb lamp gain issue and verified the repair as per established procedures.

Event description:
A customer contacted beckman coulter (bec) reporting that approximately less than 5 mls of fluid was leaking from the needle at the luer lock #1 fitting. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the needle and the coupling. The fse replaced the needle assembly and the coupling resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).